Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-jun-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The tissue pad in the grasping section was peeled off and partially missing. The broken tissue pad was not returned to omsc. The coating of the probe was partially peeling. When we performed probe check and, no abnormality occurred. While grasping nothing with the grasping section, the activation check of the seal and cut did not produce any smoke. The device history record of osta for the lot indicated no anomaly with the event-related items below. Inspection. The investigation result alone could not identify the cause exactly. Based on the past investigation results, the smoke could have been caused by wearing of the tissue pad by ultrasonic vibration. A likely cause of the missing of the tissue pad might be the following. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. The peeled tissue pad was partially missing because the pad added pulling load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during a lap splenectomy and a distal pancreatectomy using the subject device, the subject device started to smoke within 2 hours after the surgeon started to use. The subject device was removed, and the surgeon noticed that the plastic casing is loose. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, the subject device was returned to omsc for investigation. Omsc found that the tissue pad in the grasping section was peeled off and partially missing.